Manufacturer narrative:
Follow-up # 1 date of submission 7/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 6/13/2016 with the following findings: there was a cs 064 call service alarm observed in the black box history associated with high force due to an occlusion. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.